Manufacturer narrative:
As gore was unable to determine which thoracic component may have been involved in the reported complaint, an additional gore® tag® conformable thoracic stent graft will be identified on this report: item: tgmr373715j, lot/serial: unknown, UDI: unknown. Events concerning the gore® dryseal flex introducer sheaths and gore® tri-lobe balloon catheter have been captured in MFR report nos. 3007284313-2023-02330 and 3007284313-2023-02331, respectively. H6: code c19 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: conclusion coding updated. It should be noted that, per the gore® tag® conformable thoracic stent graft instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Manufacturer narrative:
Code c21 ¿ results pending completion of manufacturing evaluation. Code 20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® tag® conformable thoracic stent graft instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of a thoracic arch aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system. A total debranch bypass was performed prior to the procedure. During the procedure, the right common femoral artery was cut down and an attempt was made to advance a 22fr gore® dryseal flex introducer sheath. Strong resistance was reportedly felt, and the sheath could not be advanced. Pta ballooning was performed and a second attempt was made to advance the sheath, but was unsuccessful. According to the report, a "scratch-like" damage was noted on the outside of the sheath. The physician suggested this damage was caused by calcification, and a decision was made to not use this sheath. The access was changed to a conduit of the right common iliac artery, and another 22fr gore® dryseal flex introducer sheath was inserted from the conduit. There was resistance, but the sheath was able to be advanced. The first gore® tag® device (tgm343415j) was implanted distally, and the second gore® tag® device (tgmr373715j) was implanted proximally. Touch-up ballooning was performed using a gore® tri-lobe balloon catheter, and the left subclavian artery was embolized using plugs as planned. No endoleak or access vessel injury was noted. The procedure was concluded. It was reported that two 22fr gore® dryseal flex introducer sheaths were used during the procedure; however, it is unknown which sheath was used first and which was used as a replacement. On the same day, after recovery from anesthesia, the patient reportedly was paralyzed on one side of the body (possibly the left hand). A cerebral infarction was confirmed by MRI. No additional treatment has been performed to date. The physician stated that the patient¿s medical history includes previous valve replacement. The physician decided that, considering the patient background, a total arch replacement would be difficult.